Event description:
Device report from synthes (b)(6 reports an event from (B)(6) as follows: it was reported that the patient experienced pain at the site where the device was implanted. The patient was taken to surgery on november 21, 2013, and the device was explanted. The physician found the plate fractured on the third hole. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: according to the additional evaluation visual examination, the breakage of the lcp tibia plate occurred at the third distal combination plate hole in the shaft area of the plate. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp tibia plate 3.5. The implant could not resist the applied force which finally led to the material overload-fatigue failure. Postoperative activities of the patient may have played a certain role, as well. A failure resulting from either a material defect or the manufacturing process can be excluded.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.